Event description:
Initial report: this case was reported by a physician and involves a male pt. In 2009, he received poly-l-lactic acid (sculptra) for the treatment of facial lipoatrophy. Starting five months later, the pt developed multiple very small tactile nodules in the area of the cheek (non-visible). One of this nodules had the size of a raisin (dated the following month).

Manufacturer narrative:
In 2009, device qc check performed.